Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 408 mg/dl. The customer treated the high readings with the pump. The customer stated that her readings are high due to the cortizone she is taking. The customer stated that she received multiple meter bg now alerts from the pump. The customer was advised to wait 2 hours then check her blood glucose again to see if they are stable to calibrate.